Manufacturer narrative:
Representative samples were received from customer, 3 samples from same lot# 6048796. All 3 were manually inspected for front/rear barrel separation. No defects on returned samples were identified and could not confirm indicated failure mode. A DHR review showed all inspections were in compliance with requirements. However a CAPA investigation for front/rear barrel separation was submitted under CAPA (B)(4). Conclusion: an absolute root cause for this incident cannot be determined. Refer to CAPA (B)(4).

Event description:
It was reported that during blood draw, the plastic safety sheath broke and the needle ejected backwards out of assembly of a 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter. No injury, blood/mucous exposure or medical intervention was reported.